Event description:
It was reported that during a stent procedure, the delivery system functioned normally during inflation & was thought to be fully deployed. Upon attempting to remove the system, resistance was met. Once outside the body, it was discovered that the stent was still on the delivery system. Reportedly no pt injury occurred.